Manufacturer narrative:
Intuitive surgical inc.(isi) followed up with the initial reporter and obtained the following additional information: no damage to the instrument was visible or reported. There were no signs of thermal damage. The instrument did not collide with any other tools during the procedure. The procedure was completed with a backup instrument and no fragment fell inside the patient's anatomy. Isi received a da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed. The instrument passed the electrical continuity test. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip opened and closed properly. The instrument released energy and began arcing almost immediately on several attempts. Inspection of the silicone potting and conductor wire weld to hook base was performed by cutting the distal clevis and removing the conductor cap. The insulation was damaged and the conductor wire was exposed and was still attached to the yaw pulley. Additionally, the instrument was found to have a derailed grip cable at the idler pulley. The yaw motion may be imprecise as a result. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument, however, failure analysis has not completed their investigation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the permanent cautery hook had smoke coming out from the end while cauterizing. The procedure was completed with no reported injury.